Manufacturer narrative:
B3-date of event is estimated. A4-patient weight is unknown.

Event description:
It was reported patients ipg was end of life. Unknown if this prematurely occurred. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.